Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Lcp humerus plate broke one month postop to an orif of right proximal humerus. Reportedly, during physical therapy, patient felt a pop. Hardware was removed and replaced.